Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had up to seven seconds of asystole when noise on the right ventricular (rv) lead caused inhibition of pacing. It was also reported that the lead had high thresholds and high and varying impedance. There was noise on the lead in both bipolar and unipolar, which was reproducible. Impedance was retested in bipolar and was found to be out of range. Fracture was suspected. The patient was referred to the clinic and one week later it was found that the t-wave oversensing (twos) was no longer there and therapies were turned on. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.